Event description:
It was reported the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 4 and 24 hours. In addition, the patient reports their pod and continues glucose monitor would not communicate with each other.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. The pod data showed no errors, timeouts, or drive stalls that would indicate an issue to deliver insulin. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact timing and cause of the soft cannula damage could not be determined. Therefore, it cannot be confirmed that the soft cannula damage is related to the reported not sure delivering insulin event. The pod was reset and paired with an unused controller. The pod was able to complete activation and complete a bolus with no issues. The pod was then paired with a continuous glucose monitor (cgm) emulator where it was put into automated mode. The pod was able to accurately reflect the emulated glucose values and react appropriately. The downloaded rerun data showed no alarms, timeouts, or drive stalls, indicating the pod operated as it should have. Inspection of the patient history buffer (phb) data found -2 egvs, indicating a temporary sensor error occurred. Therefore, the reported pod and continuous glucose monitor (cgm) communication error event can be confirmed. Though, it could not be determined what caused the temporary sensor error during operation. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+.